Manufacturer narrative:
The ge rep performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system was under exposing during fluoroscopy x-ray. No report of pt injury.